Event description:
It was reported that the bd angiocath¿ IV catheter broke. The following information was provided by the initial reporter: at 09:00 on (B)(6) 2022, in the hospital's surgical center, the anesthetist communicated to the quality sector that the silicone part of the bd angiocath (20 gax1.16in) detached from the connector and entered the patient's venous. The service's cardiovascular surgeon was called, but without success in removing it. Patient, so far, uneventful and being referred for complementary exams. It is necessary to state that the puncture followed the standardized technique and without deviations.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd angiocath¿ IV catheter broke. The following information was provided by the initial reporter: at 09:00 on december 1, 2022, in the hospital's surgical center, the anesthetist communicated to the quality sector that the silicone part of the bd angiocath (20 gax1.16in) detached from the connector and entered the patient's venous. The service's cardiovascular surgeon was called, but without success in removing it. Patient, so far, uneventful and being referred for complementary exams. It is necessary to state that the puncture followed the standardized technique and without deviations.